Manufacturer narrative:
Upon completion of investigation a follow up report will be filed. Complaint sample not returned.

Event description:
Csf leak on the stopcock of the patient line, when the user wanted to read the intracranial pressure value. An icp sensor was placed on the stopcock. Important csf leak. High infection risk. Risk of meningitis. Change of the system. Incident reported to the ansm.

Manufacturer narrative:
No sample was returned for evaluation. The complaint could not be verified. The lot number was crbc11; product code was 82-1730.it was not possible to investigate the complaint as no sample was returned for evaluation. If the sample is returned in the future, this complaint will be re-opened and evaluated. Review of the history device records confirmed the device product code 82-1730, lot number crbc11 conformed to the specifications when released to stock on the 27th february 2014. The sterilization certificate conformed to the specifications when released on the 24th february 2014. No root cause could be determined since no sample was returned for evaluation. No corrective action is needed based on the results of the evaluation. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.